Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. Upon explant, a hole in the original reservoir was identified as the cause of the fluid loss. The existing reservoir was removed and replaced. No patient complications were reported.